Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, out of range, pacing lead impedance and rv over sensing was noted. The lead was explanted and replaced. The patient's condition is fine after the event.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.